Manufacturer narrative:
D2b: pro code - lit.

Event description:
It was reported that balloon rupture occurred. The target lesion, which was 100% stenosed, was situated in the moderately tortuous and severely calcified external iliac artery. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured following the first inflation at 12 atmospheres for 30 seconds. The device was successfully removed without any complications, and the procedure was completed using a different device. No patient complications were reported, and the patient remained in good condition post procedure.